Event description:
Multiple vns leads showed high impedance when utilized. It took three exchanges to find one with normal impedance. No noted harm to pt. Pt code: 4582. Device code: 1291. Ref reports: mw5178585, mw5178587.